Manufacturer narrative:
Eval summary: no data regarding product identity was received i.e., no lot or serial number were indicated for the event, therefore, the device history record (DHR) could not be reviewed. No sample was returned; therefore, the condition of the product could not be verified. Add'l info is expected. (B)(4).

Event description:
A surgeon reported one day following a glaucoma filtration shunt procedure, the shunt touched the iris. No impact to the pt was reported. Add'l info is not expected.